Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. There was contamination on the outside dia meter of the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There was no intermittent behavior while manipulating the tip, wire, or the connector. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: the previously added imdrf annex codes b21, c21, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroidectomy procedure, nerve was not responding to the stim probe as soon as it was opened and used. Troubleshooting was conducted by user: tube checked for placement, electrodes checked within pi's, machine was turned on and off, paralytic drugs checked, changed over to a new probe and the nerve was responding to the new probe. There was a procedure delay of 15 minutes. The procedure was completed with backup product. There was no patient impact. The clinical staff were unaware on how to check stim return on the system, so were not able to provide the value. There was no noticeable damage on the product or the package.